Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered to sensing integrity counter (sic) and non-sustained ventricular tac hycardia with noise. The patient reported they were the changing oil and leaning against a running motor at the time of the events. Follow-up indicated that the lia/noise was due to electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.